Manufacturer narrative:
According to the field, at this time there are no plans to explant the device as it continues to remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to have prematurely depleted as the battery status was at elective replacement indicator. No intervention has been performed at this time and the crt-d remains implanted and in service. No adverse patient effects were reported.